Event description:
It was reported, the pt is not receiving adequate stimulation. It is unk what devices the pt is currently implanted with. The physician believes the lead should be placed at a different location. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.